Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there was no problem in loading and unloading the device but the stapler did not fire. No patient involvement.